Manufacturer narrative:
A review of the pump's history log indicated the oldest entry was for 8:48 pm on 01/23/98. The programmed parameters at that time were: 1mg/ml, 2mg/h, 1 mg bolus, 6 min lockout, and no 4 hr limit. The program was started on 01/24/98 at 12:00 am and infused until 3:10 pm. The pump was at that time powered off. An infusion test was programmed for 1mg/ml, 4mg/h, 1mg bolus, and 6 min lockout and infused within sys accuracy specs. We expected 194ml and measured 187.8ml. The percent of error was -3.2%.

Event description:
A pt reportedly became oversedated while the device was in use. On 1/22/98, the pump was programmed in the recovery room to infuse morphine in a 1mg/ml concentration. Continuous rate of 4mg/hr, pca dose of 1 mg with a pt lockout interval of 6 minutes and no 4 hour limit. On 1/24/98, the pt was noted to be "hard to arouse." Respiratory status and vital signs were not compromised. The infusion was discontinued and one dose of narcan 0.4mg was given without reversal of sedation. A second dose of 0.4mg narcan was administered after which the pt reported "altered taste in the mouth." The sedation and taste wore off over time. No adverse sequelae were reported. The customer states there was no indication of device malfunction or overdelivery. Possible cumulative narcotic effect. The reporter did not know how much morphine the pt had rec'd no device alarms were reported over the two day period, and no reported change in programming had occurred. No additional info was available.